Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with severe angina. The procedure was to treat a lesion in the left anterior descending artery (lad) with 90% stenosis, moderate calcification and mild tortuosity. Pre-dilatation was performed using a 2.0x12mm semi-compliant balloon. The 2.5x33mm xience alpine stent delivery system (sds) was implanted through radial approach at 16 atmospheres (atms). Fluoroscopy showed a proximal edge dissection. An additional xience alpine stent was use to treat the dissection. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.